Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had dislodged and was successfully repositioned. It was noted the during the follow-up check there were no issues and the patient is doing well after the event.